Event description:
Per provider: unit is noisy/weak. Per independent repair center statement, the unit alarm will not function. The key failure was exhaust fan noisy/weak. Additional issues were inlet filter dirty, p/e valve leaking and zip tie replaced.